Event description:
Customer reported unable to see image. Black image on left monitor and unable to produce x-ray. No injury reported.

Manufacturer narrative:
Service rep reported defective igbt snubber assembly.